Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and there was moisture visible inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: a review of the pump black box history showed multiple pump reboots. A visual inspection of the pump revealed multiple cracks in the battery compartment. There was evidence of moisture contamination found inside the battery compartment. During investigation, the pump powered on with a test battery cap. The keypad buttons were found to be unresponsive during evaluation. A leak test was performed and showed a leak at the battery compartment cracks. The pump case was removed and evidence of moisture contamination was observed inside the pump on the keypad flex connector and other electrical components. Additional testing was unable to be completed due to moisture damage and unresponsive keypad. The complaint of an intermittent power issue was observed in the pump history but was unable to adequately be investigated due to the moisture damage.